Event description:
It was reported that three (03) exactamix vented high-volume inlets had particles in the hose. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H11: six (06) devices were received for evaluation. Visual inspection of returned samples showed black particles of foreign matter on the inlet tube. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.